Event description:
A complaint was lodged about a cracked and shattered touchscreen on a pump, rendering it unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy, and technical support confirmed the shipping address for returning the pump. Instructions were given to put the pump into storage mode before returning it using a pre-paid label within ten days, which the customer understood and acknowledged.